Manufacturer narrative:
(B)(4). Physio-control performed the initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not remain powered on after initial boot-up. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio control further evaluated the customer's device in the product evaluation center. The root cause of the reported issue was determined to be due to the broken terminal legs of internal hybrid layer capacitor (hlc) batteries 1 and 3 connected to the analog pcb assembly. This caused the device to not remain powered on. The device was destructively tested.

Event description:
A customer contacted physio-control to report that their device would not remain powered on after initial boot-up. There was no reports of patient use associated with the reported event.